Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient experienced pain, discomfort, osteolysis and cysts. As a result, the patient underwent a right knee revision approximately 8 years and 2 months after initial implantation. During the revision it was noted that the tibial insert and patellar components were both worn but the patellar component was not revised. No further patient impact reported. No further information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of users and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.